Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On an unknown date in 2010, the patient began remedial therapy with vancomycin (2gm, loading dose). Pd therapy was ongoing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. No statement of causality was reported of the event of peritonitis.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.